Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis (pd) patient's spouse reported the cycler alarmed during treatment. The cycler door was opened and there was fluid leaking from the dome part of the cassette and into the cycler. The supplies were discarded. The patient's spouse reported there were no serious injuries, complications or infections. Patient&#38112;effluent remains clear.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.